Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I recently bought a grind guard dental protector. I followed instructions very carefully, but I believe the mouthguard isn't fit to stay in the boiling water as long as it states. I used it for the next 3 nights and the top piece of the mouthguard separated from the bottom. I've played hockey my whole life and have done this process many times. I would like to continue to use this product as well as others. If you could send me another one it would be greatly appreciated. Thank you for your time and consideration.